Manufacturer narrative:
Additional information received: it could not be determined which of the implanted devices was related to the endoleak. No treatment was performed. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft, product ID: unk-cv-sr-endur-ii, serial #: unknown; brand name: endurant ii iliac stent graft, product ID: unk-cv-sr-endur-ii, serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf2814c103ee stent graft was implanted during the endovascular treatment of an aaa. It was reported that during the index procedure an undetermined endoleak was observed. The sponsor assessed the event as possibly related to the procedure and device.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft, product ID: etlw1616c124ee, serial #: (B)(6); brand name: endurant ii iliac stent graft, product ID: etlw1616c146ee, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.